Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change error messages and cartridge alarms (cartridge alarm 19) with multiple cartridges during the loading process. Customer's blood glucose level was 146 mg/dl. The customer reverted to manual injections and insulin pens for insulin therapy.